Manufacturer narrative:
The tool has been returned and analysis is pending. This is a known failure mode that could occur due to excessive pressure, such as bending or prying, on dissecting tools. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during surgery that the tip broke off the device. It was stated there was patient impact; however, it was reported that there was no adverse event. No additional information was provided regarding patient impact and additional information is currently being requested.

Manufacturer narrative:
Report confirmed. Evaluation determined that the tool was used, broken and the distal end not returned. It was also noted the tool likely failed in an overload condition. This most likely was caused when the tool stopped and a prying action applied or may have been while rotating. The lack of bearing marks indicate that the bearing condition did not contribute to tool failure. The user manual contains the following warning ¿bending or prying may break the accessory, causing harm to patient or staff. Do not use excessive force to pry or push bone with the attachment, tool or blade during dissection." We will continue to monitor this complaint type for trends. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during surgery that the tip broke off the device. It was stated there was patient impact; however, it was reported that there was no adverse event. No additional information was provided regarding patient impact and additional information is currently being requested.